Event description:
A customer reported that the lase was not providing correct results and that four pts who underwent laser refractive surgery required retreatment. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).